Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported her blood glucose measured 400 mg/dl at 7:00 am on (B)(6) 2011. She programmed a bolus through the infusion device and the device shut down without displaying an alert or error message. She stated the infusion device did beep. On (B)(6) 2011 an e7 (electronic) error was displayed. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.